Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that harder to press and sometimes has to press buttons twice. Customer¿s blood glucose of unknown. Customer stated that insulin pump had rejected new batteries, insulin pump was slower during rewind and insulin pump was making grinding noise. Insulin pump will not be returned for analysis.